Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing and pacing inhibition on the atrial channel. Additionally, elevated threshold measurements and decreased sensing measurements were noted on the right ventricular (rv) channel. A revision procedure was performed and both leads were removed from service. No additional adverse patient effects were reported.